Manufacturer narrative:
We could not obtain a complete catalog number; therefore, a baseline report cannot be filed. Evaluation summary: the pt is tolerating a complications consisting of polyethylene liner wear 15 years post-op. Info about the type of shell, liner, stem, surgical technique, and part number was not given for alleged event. Details about the relative level, and type of pt discomfort was not given. Info about the amount of polyethylene liner wear was also not given. The probable cause of the report can not be determined due to insufficient info. Evaluation codes: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.

Event description:
It is reported that at 15 years post-op, pt has a complication of polyethylene liner wear on the operative hip. Pt is tolerating the complication, no revision is planned.